Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and testing found the system logs show that the last activity around the event the screen supposedly failed was the system called for a piezo sound. It was reported that the screen can become distorted when the audio amplifier is turned on and the subsequent changing of the ac coupling uf capacitor. A device-related causal link was confirmed. The most likely root cause was determined to be a result of a design error that is being addressed by a change development process. It was additionally reported that there were also several empty log files observed without evidence of restart commands. A device-related causal link was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The product analysis detected an additional condition that was not related to the reported issue. The investigation detected an unreported condition of loose motor screws that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Corrective actions have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve surgery, the handle was erratic. The display was turning on and off but device was still able to be used during the case. There was no patient injury.